Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating an inspiratory flowmeter error. The ventilator was investigated by our field service engineer (fse). The inspiratory flowmeter was replaced by fse and the ventilator passed all functional and safety test and was cleared for clinical use. The replaced inspiratory flowmeter was returned for further investigation. It was tested in a ventilator and passed all functional and safety tests and has been ventilated for twenty four hours without any issue. It passed another pre-use check after ventilation. The reported issue could not be duplicated. The root cause for the reported issue could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating an inspiratory flowmeter error. There was no patient involvement. Manufacturer's ref #: (B)(4).